Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became frozen and unresponsive on the pump settings page. Pump logs were reviewed by tandem technical support and confirmed that an unexpected pump reset had occurred. Customer's blood glucose level was not impacted. It was indicated that the customer has a back up method for continued insulin therapy.